Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Resistance was noted proximal to the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material was noted proximal to the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving remains unknown.

Event description:
This report is to advise of skiving found during analysis.